Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was displaying the incorrect time and date in the status menu. The patient's blood glucose at the time of incident was 220 mg/dl. Troubleshooting was initiated for the time clock anomaly. The customer's pump was losing time. She confirmed that the loss was greater than three minutes within ten days. The customer stated that she felt the pump was working because she was able to bolus during the night, but she was advised to accept a replacement for safety reasons. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was monitored with multiple basal rates and selected the current date and time. The pump date and time functioned properly. No losing time, time clock anomaly or unexpected restart was noted during the testing. No cosmetic damage noted.